Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. With the available information, a definitive root cause could not be determined if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 ¿ nexgen femoral component option for cemented use only size f right catalog#: 00576401652, lot#: 63542297. Nexgen lps flex meniscal bearing ef 5-6 10.0mm catalog#: 5964-40-10, lot#: 63504466. Nexgen stemmed tibial plate option size 5 catalog#: 5986-47-01, lot#: 63522901. Nexgen 32mm patella catalog#: 5972-65-32, lot#: 63530611. G2 ¿ foreign ¿ united kingdom. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right total knee arthroplasty seven years ago. Subsequently, revision surgery is required due to unknown reason. Due diligence is in progress for this complaint; to date no additional information or product has been received.